Event description:
A user facility¿s registered nurse (rn) reported that a fresenius 5008x bloodline leaked approximately two hours after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008x machine, alarmed with a ¿microbubble¿ alarm. The staff put the machine into recirculation mode to remove the air and more air was pulled into the line from the arterial pressure dome. The lines were removed, and it was noted that blood was leaking from the arterial pressure pod membrane. It was also noted that there was blood on the inside wall of the arterial pressure measurement dome. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient injury or medical intervention required as a result of this event. The staff was attempting to restart treatment on the same machine with new supplies, but the arterial pressure measurement dome would not open. The patient¿s doctor was notified and the doctor said it was ok to end the treatment early. The complaint device was reported to be available to be returned to the manufacturer for evaluation. The staff was attempting to disinfect the bloodline and the arterial pressure pod membrane popped off entirely. During the line disinfection, the arterial pressure pod membrane popped off entirely. The lines were sent out for evaluation. Treatment was terminated due to excess air in lines, pt was not reinfused. Machine then malfunctioned and would not open arterial pressure measurement dome to insert new line set. Md notified, ok to end tx early. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The complaint product sample was disinfected. During the disinfection it was found that the membrane was separated from the body pressure dome. During a visual inspection with a microscope, it was observed that the center of the membrane was damaged. No other defects were observed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was confirmed.

Event description:
A user facility¿s registered nurse (rn) reported that a fresenius 5008x bloodline leaked approximately two hours after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008x machine, alarmed with a ¿microbubble¿ alarm. The staff put the machine into recirculation mode to remove the air and more air was pulled into the line from the arterial pressure dome. The lines were removed, and it was noted that blood was leaking from the arterial pressure pod membrane. It was also noted that there was blood on the inside wall of the arterial pressure measurement dome. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient injury or medical intervention required as a result of this event. The staff was attempting to restart treatment on the same machine with new supplies, but the arterial pressure measurement dome would not open. The patient¿s doctor was notified and the doctor said it was ok to end the treatment early. The complaint device was reported to be available to be returned to the manufacturer for evaluation. The staff was attempting to disinfect the bloodline and the arterial pressure pod membrane popped off entirely. During the line disinfection, the arterial pressure pod membrane popped off entirely. The lines were sent out for evaluation. Treatment was terminated due to excess air in lines, pt was not reinfused. Machine then malfunctioned and would not open arterial pressure measurement dome to insert new line set. Md notified, ok to end tx early. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.